Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was any quality deficiency/non-conformance noted with the suture before use, during use, during post-op examination or during re-operation if performed? No quality deficiency noticed before use. Commented that believed suture broke during post-op examination when issues occurred. Did the suture break post-operatively? Believe it broke, but did not give complete detail. Was any surgical intervention performed specially re-suturing? Explain. Yes, brought back to the or for wound care and re-suturing or re-sutured in office with nylon. What is the patient¿s current health status and condition? Patient fine. The following information was requested but unavailable: any medical treatment provided? If yes, please provide medicine name, strength and dose. Please provide procedure date(s)? Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure. The diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Was fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? What were current symptoms following the index surgical procedure? Onset date? Date of reoperation / re-suturing? What was the appearance of the barbed suture during the reoperation? What was used to re-suture the patient? Did the patient experience an infection? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post operation? Were cultures performed? Results? Were there other patient factors that could have contributed to the reported events? Other relevant patient history/concomitant medications lot number what is the physician¿s opinion as to the etiology of or contributing factors to this event?

Event description:
It was reported that the patient underwent total knee or total hip procedure on an unknown date and barbed suture was used on the subcutaneous layer. Post-op, the patient experienced wound complication, dehiscence and infection. The surgeon opined the complications are due to the second layer of barbed suture in their subcutaneous layer. It was reported that the suture broke during post-op examination. It was reported that the patient was either brought back to the operating room for wound care and re-suturing or re-sutured in the office using nylon suture. The current patient condition is reported to be fine. Additional information has been requested.